Event description:
Customer reported the insulin pump had alarmed no delivery and blood glucose was 460 mg/dl. Customer stated he hasn't been able to clear the alarm. Customer reported the no delivery alarm was resolved with a set change. Customer was able to treat with correction dosage. No further assistance provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.